Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed all recommended tested as per getinge specifications, the system passed all safety checks. No leaks was detected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during technical training,, the cardiosave intra-aortic balloon pump (iabp) unit failed helium leak test. There was no patient involvement.